Event description:
Altogether after two operation, the first one with one arrow and the second one with 9 arrows, pt had pain over the medial joint line and a tender, sharp point immediately beneath the skin. A meniscus arrow lacking the t-cap was removed under local anesthesia and the pt's symptoms resolved.